Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer tried pushing air out of the reservoir, but was not able to do it. The customer's blood glucose levels was unknown. The customer stated that there was insulin in there and it was frozen and customer was not able to push out the insulin. The customer was advised that there was too much air in the insulin bottle. The device will not be returned for analysis.